Manufacturer narrative:
(B)(4). Therapy date - (B)(6) 2017. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00763 / 00764).

Event description:
During a shoulder arthroplasty, the mini baseplate would not seat properly after reaming twice. A second reamer was used that allowed for a second baseplate to be implanted without incident. It is not known if additional reaming had to be performed for this second baseplate to seat.

Manufacturer narrative:
(B)(4). Hardness taken on reamer and dimensions taken on reamer and baseplate are within specifications. Reamer has dull/gouges on cutters. Dull and gouges on the reamer likely caused the seating event. Vendor DHR review show that 3 pieces are re-worked at step 100 and 2 pieces are reworked at step 140. Material cert confirming to print. The lot is released with no deviations or anomalies. A complaint history review was conducted for part# (405807). The search identified (0) additional complaints for the same lot# (3001020). A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: expiration date (unk).